Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including stress testing, comprehensive functional testing, compressor calibration, oxygen flow calibration, airway pressure calibration, exhalation backup testing, and auto-calibration valve verification without duplicating the report. The flow manifold assembly and smart pneumatic module (spm) board were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the device displayed a "self check failure - 1003" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.